Event description:
On (B)(6) 2012, the patient contacted animas to report obtaining lower than expected blood glucose readings for several weeks. The patient reported morning blood glucose levels ranging from 40 mg/dl to 60 mg/dl. The patient did not report any symptoms of high or low blood glucose levels and denied seeking medical attention. The patient administered self-treatment with fifteen grams carbohydrates to raise her blood glucose levels. The patient reported she had been sleeping longer in the morning before rising due to a change in work scheduling. The patient denied any other changes to her diet or routine. Troubleshooting revealed there were no inadvertent infusions of insulin, all pump settings, basal setting and date/time were correct, and the total basal/bolus doses given correctly matched those programmed. There was no evidence the pump was not accurately and correctly delivering insulin. However, as the patient suffered blood glucose levels suggesting severe hypoglycemia while using the pump and received treatment with food, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 submitted: (B)(4) 2012. Device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box and download history showed no data available from the time of the reported low blood glucose due to continued patient use. No pump conditions or alarms representing a malfunction were recorded in the black box or alarm history. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.